Event description:
It was reported that the pt fell. The pt stated that the back and hip were "messed up" and a MRI was needed. The pt believed that the device "moved" and was in a "bad position" between the hip bone and rib cage. It was difficult for the pt to charge. The pt was only able to obtain three to six efficiency boxes while recharging. No further details or pt outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).